Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and oversensing on the left ventricular (lv) lead. There was no attempt to replace or remove the lead due to the patient's anatomy. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.